Event description:
It was reported that a balloon rupture occurred. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm at first inflation. The damage was at the tip part, and it was thought that it was damaged during delivery. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city; (B)(6), kanagawa prefecture.